Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B94868) inserted for female sterilisation. The patient's medical history included pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: left: 4 coils, right: 3 coils. Difficult essure removal was experienced on the left and not the right side. Examined with camera extracorporeally and most distal ball point of device noted to be missing. Unable to palpated this ball point in tube. Since this was such a minute portion of device and not expected to be the part of device that causes irritation, no further investigation done. Lot number: b94868, expiration date: 01-nov-2016. Most recent follow-up information incorporated above includes: on 29-jun-2021: medical record received. Reporter information added, case became medically confirmed. Patient medical history, essure lot number, expiration date and reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 30-year-old female patient who had essure (batch no. B94868) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult device removal on left side" on (B)(6) 2019. The patient's medical history included pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device removal ("most distal ball point of right device noted to be missing"), 5 years after insertion of essure. The patient was treated with surgery (laparoscopic device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal and medical device removal to be related to essure. The reporter commented: insertion details: findings: normally shaped cavity with ostia in their normal locations. Satisfactory placement of both essure coils. Left: 4 coils, right: 3 coils visible. Note: no device breakage was extracted in this case, since the missing part of the left device conceivably resulted from initial device incisions during the removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: essure removal procedure: findings: normal appearing uterus, fallopian tubes and ovaries. Dense omental adhesions to anterior abdominal wall near umbilicus. Complications: none. Specimen(s): essure device x 2 (one from each tube). Description of operation: small incisions were made with scissors at tip of right device. Due to difficulty exposing device on right side, attention turned to left fallopian tube. Small incisions were made with scissors at tip of device. Metallic tip of device revealed and then grasped and carefully pulled out using a hand over hand motion with graspers. Entire device removed from left tube and cornu, examined extracorporeally with camera. Attention then turned again to right fallopian tube. Tip of device exposed successfully with further dissection and essure device removed. Examined with camera extracorporeally and most distal ball point of device noted to be missing. Unable to palpated this ball point in tube. Since this was such a minute portion of device and not expected to be the part of device that causes irritation, no further investigation done. Salpingectomy not performed due to patient preference despite being counseled on increased risk of ectopic pregnancy. Abdominal survey showed dense area of omental adhesions to anterior abdominal wall noted. Patient was then taken out in stable condition. Lot number: b94868 manufacturing date: 2013-11 expiration date: 2016-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of product technical complaint (ptc) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received-case become incident, previously reported event injury to herself was deleted, newly added events- medical device removal, essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.